Event description:
While using the arthroscopy probe, the probe bent and broke leaving the tip in the knee. It was successfully retrieved by the surgeon prior to closure without having to make a new incision. Manufacturer response for arthroscopy probe, (brand not provided) (per site reporter): unknown.